Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.